Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. It was unknown how much insulin had been delivered by the customer. During the call, the customer reported that the insulin gauge displayed an accurate fill estimate. The customer's blood glucose level was 200 mg/dl.